Event description:
It was reported that patient experienced a major pump malfunction and was unable to reach assistance through phone calls. There was no adverse impact to the customer's blood glucose level. Efforts were initiated by cts to follow up with the customer for further support. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.